Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that batteries do not last long in her pump. She is calling back after receiving a replacement battery cap. The customer¿s blood glucose was 54 mg/dl. She states that the batteries last about 16 hours, she takes them out and then puts them back in. The customer said that she will get a full battery when she uses the same battery. Low battery alert troubleshooting was completed and the customer said that she received a power error alarm. After power error alarm troubleshooting, the alarm was cleared. The insulin pump will not be returned for analysis.